Manufacturer narrative:
Device power up properly after battery installation. Device passed displacement test and self test. Pump error 63 confirmed in pump history with variable due to broken trace at pin 1 on keypad assembly. Power connector plug in and locked in place properly. No missing segments or partial display noted. Device shows no damage on lcd controller or lcd glass.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump started making screeching noises and display screen turned yellow. The customer also reported getting insulin flow block alarms and display screen was peeling up. During self test the customer received hardware low level failures alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.